Event description:
Additional information received reported that the patient underwent a successful revision procedure for the stimulator pocket. The patient had lost weight and wanted to have the pocket revised. Nothing was removed and stimulation was 'good'. Five days later it was reported that the patient was seen in the clinic. The patient was going to begin to use her stimulation and charger after her staples were removed the following week.

Event description:
It was reported that the patient had lost weight and this created a loose pocket for the implantable neurostimulator (ins). There were no patient symptoms or injuries related to this event. The patient was scheduled for a pocket revision on (B)(6) 2013.

Manufacturer narrative:
Product ID: 3888-45, lot#: v496745, implanted: (B)(6) 2010, product type: lead; product ID: 3888-45, lot#: v496745, implanted: (B)(6) 2010, product type: lead; product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead; product ID: 37752, serial#: (B)(4), product type: recharger; product ID: 37743, serial#: (B)(4), product type: programmer, patient; product ID: 3708220, serial#: (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).